Event description:
It was reported that in preparation for a coronary angioplasty, a tip detachment occurred. The atlantis sr pro imaging catheter was prepped and during advancement of the atlantis sr pro imaging catheter on the unspecified 0.014' guide wire before entry into the unspecified 6fr guide catheter, approximately 2cm of the tip of the atlantis sr pro became detached. The procedure was completed with another device.

Event description:
It was reported that in preparation for a coronary angioplasty, a tip detachment occurred. The atlantis sr pro imaging catheter was prepped and during advancement of the atlantis sr pro imaging catheter on the unspecified 0.014 guide wire before entry into the unspecified 6fr guide catheter, approximately 2cm of the tip of the atlantis sr pro became detached. The procedure was completed with another device.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR on, date received by MFR., device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes. Device evaluated by mfg.: examination of the returned device revealed the distal tip was broken off and missing approximately 7.3cm long. Device analysis indicates the tip detachment appears to be brittle. Image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual analysis of the returned device. The device was sent to an outside vendor for oxidation analysis. High levels of oxidation were found at the surface of the brittle fracture site and throughout the tested sample. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the tip detachment has been determined to be oxidation of the catheter which causes embrittlement and increases the likelihood of tip detachments of this nature. The most probable root cause is design. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).